Event description:
A report was received that the patient was explanted due to ipg being sideways causing discomfort at the ipg site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial#: (B)(4) description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.